Event description:
Pt reported that an insulin cartridge broke inside their device's insulin cartridge compartment. Pt also stated that their blood glucose has been higher lately (hba1c values have been higher), and they alleged that they may not be getting enough insulin during the device's basal rate delivery. No medical treatment was received.